Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump alarmed with two pump errors. The customer's blood glucose level was 138 mg/dl at the time of the incident. The customer reported they were able to clear the alarms. The customer stated they were unable to rewind the insulin pump. They were looped in a rewind process. The insulin pump will be returned for analysis.